Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. Explant date: explant date does not apply because there is no indication that the lens was explanted. Initial reporter phone number (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient's lawyer that the patient had the tecnis synergy intraocular lenses (iols) implanted for refractive purposes and she has not had a good outcome. Through follow up, it was learned that the patient has good near vision, but very poor quality distance vision. She has a small residual refraction. Her main complaint is dysphotopsia and light sensitivity as a result of which she is unable to work or go out unaccompanied by her husband. She suffers from headaches and is no longer able to drive. No further information is available. Patient had bilateral lens implants. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Additional information: this patient experienced posterior capsular opacification "quickly". No further information is available. Section h6: 4581 - appropriate clinical signs, symptoms, conditions term / code not available posterior capsular opacification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.